Event description:
It was reported that the pump intermittently miscalculated multiple boluses, however tandem technical support was unable to confirm the alleged root cause. Additionally it was reported that the out of range issues occurred between the transmitter and pump for an unspecified amount of time. Customer reported to use the pump for insulin delivery. Customer's blood glucose was 72 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Loss of cgm was verified. Bolus calculation the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.